Event description:
It was reported that during a minimally invasive lumbar infusion surgery, prior to incision, it was observed that the "burr could not be inserted" into the attachment device. The planned surgical procedure was completed without delay as a spare identical device and a spare motor device were available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. The device was tested and was found that it would not hold a cutter. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.